Event description:
Report received of a spontaneous disconnection of an abbott primary set from a baxtrer extension set. The patient had an unspecified infusion flowing via an unspecified omni-flow primary pump set connected to a baxter extension set (list 2c8610). The patient noticed blood on them, and got up to go to the bathroom to clean it up. Pt was in the bathroom with a staff member present at which time they became dizzy. It was then noted that the primary set had disconnected from the extension set. The blood loss was "a pretty good, large amount" but the reporter could not quantify it further. Both sets were removed and discarded. The patient was given 2 units of blood. No blood laboratory tests were done until after the transfusion, at which time a hemoglobin and hematocrit were done. The patient did not experience any adverse sequelae and has been discharged. Although requested, no additional information was provided.